Event description:
An alert was received over home monitoring that the lead check algorithm in this device had altered lead polarities due to an out of range lead impedence measurement. During a follow-up triggered by this home monitoring alert, noise was observed on this lead. This device remains implanted. On (B)(6) 2010 - per biotronik rep, the physician chose to program the device to unipolar and is following the pt via home monitoring. "The threshold and sensing were excellent in unipolar and not bad in bipolar. I could not provoke noise in the unipolar configuration. The pt has (B)(6) and ventricularly paces (B)(6)." Should add'l info become available, this event will be updated. On (B)(6) 2011 - this lead capped on (B)(6) 2011. An x-ray showed the possibility of clavicular crush. This file now meets our reporting requirements to the FDA.